Event description:
Thermometers are displaying low readings. Reported problem to exergen and they insisted we were cleaning the lens wrong, when we were cleaning with the prescribed agent. The lens is worn and continues to give low readings. Exergen has not offered solutions.